Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error logs. The fse was unable to reproduce the reported error because it was intermittent. The fse performed a cup transfer test 30 times and heard the test cup hit the side of the cup holder in the incubator table twice but did not fail. Upon further investigation of the incubator, it was found that the incubator table had too much rotation play in it, causing the error 4153 c. Transfer home overrun. The fse ordered a new incubator assembly for overnight delivery. The fse returned to the site and replaced the incubator assembly and performed all alignments for the cup pickup assembly and specimen nozzle. The fse ran a cup transfer test ten times with no errors. The instrument was returned to operational status. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from (B)(6) 2020 through aware date of (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4153) c. Trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representative. Check s6062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to a faulty incubator. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 4153, c trans-z home overrun on the aia-900 analyzer. Customer indicated that they had a brief power outage and when the analyzer came back up, the error had occurred. Customer stated that they turned the analyzer off and brought it back it up with the daily check and the error occurred again. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting cardiac troponin I (ctnl2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.